Event description:
It was reported that a customer had passed away on (B)(6) 2025 due to diabetic ketoacidosis (dka). Contact reported that the pump or related supplies did not contribute to the death. A review of pump data will be performed, and the results will be submitted in a supplemental report.